Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (gel released flags) has been confirmed. Upon receipt, the rear therapy electrode cable was pulled out of the distribution node. The cause of the gel release flag was due to the gel fire wires being disconnected, leaving the gel circuit open. The root cause of the pulled cable was likely a result of excessive force. No adverse event resulted from the faulty electrode belt. The pt received a replacement electrode belt.

Event description:
A (B)(6) old female pt's nurse contacted zoll customer support to report add gel/replace belt messages. There was no gel present, but a review of the pt's download revealed gel was released. The pt did not experience any alarms. The pt was issued a replacement electrode belt.